Manufacturer narrative:
Additional patient ID: (B)(6). Additional product codes-mnh and mni. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with synapse construct on (B)(6) 2010. It was reported patient is complaining of painful hardware. Patient is scheduled for a revision surgery to remove the hardware on (B)(6) 2014. Patient returned to surgeon to remove painful hardware on (B)(6) 2014. The surgery was completed without any reported complications. There were no reports of broken hardware, however all 29 parts will be listed due to patient pain at an unspecified location. No product will be returned; it remains in the custody of the hospital. This is report number 5 of 29 for com-(B)(4).

Manufacturer narrative:
A review of the device history records was performed and reported (B)(4). Manufactured the ti locking screw, part #04.614.508 and lot #6410530 for work order #(B)(4) on po#(B)(4) dated july 21, 2010 for 221 parts. Initially, the part conformed to the supplier¿s certificate of conformance, dated july 16, 2010 and to synthes final inspection sheet (B)(4), revision ¿h¿. The parts were released to the warehouse august 4, 2010. There were no material review reports, nonconformance reports or complaint related issues with this lot..the ti locking screw was made to the synthes drawing part #04vm614508, revision ¿d¿, released on february 5, 2009 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.